Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side cart (psc) common compute controller (ccc) unit was returned for failure analysis. The reported issue was confirmed in the logs but could not be replicated during testing. The logs contained errors 31089, 307, and 170, indicating an event occurred in the field. The field service engineer (fse) replaced the ccc (psc) in an attempt to resolve the issue; however, error 31089 recurred, indicating the issue persisted. Visual inspection identified no abnormalities related to the event. The unit was installed on a known good system and powered on without issue. The system was then subjected to 10 power cycles and left idle for five days. After testing, the system error logs were reviewed and no errors were identified. Fiber cable light levels were checked and all channels were within normal range. Based on these findings, failure analysis concluded that no root cause could be attributed to this issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the common compute controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was powering on with a non-recoverable error 307, and there was a message stating that the patient side cart (psc) was not connected or powered on. System logs confirm errors 31089 and 307 reported by the vision side cart (vsc) to psc connection. The customer reseated the blue fiber cable at the psc and vsc with no change. The customer tried moving the blue fiber cable to a different port on the vsc, but the error persisted. The customer replaced the blue fiber cable with a backup with no change. The customer is going to check if they have another system available. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was aborted to another dv system with no reported injury. There was a 45 minutes delay.